Manufacturer narrative:
Additional information: d9, h6. Investigation summary: a device history record review (DHR) could not be performed because a lot number could not be provided by the customer. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The sample associated with this complaint investigation could not yet be analyzed since it has not been able to cross from the us border to mexico as the sample has been deemed ¿contaminated¿ by the broker and due to the covid-19 pandemic, the us border has been closed. At this time we are closing this complaint investigation without the physical sample evaluation but it will be reopened once the manufacturing site¿s quality team can have access to analyze the sample. Since the sample has not been able to be received for evaluation, the conditions reported could not be confirmed. However, there have been cases reported in the past for catheter detachment, of which a corrective and preventative action (CAPA) was opened in october 2020 in order to address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA. Any further actions will be designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the foley was disconnected.